Event description:
Early 60¿s female with recent history of refractory epistaxis. Procedure: angiogram with embolization. When coil was opened, it was bent at the top. It appears that the safety black cap had backed on the protecting plastic ring, causing the actual coil delivery wire to be exposed and bent thus making it unable to be used on patient. Manufacturer response for device, vascular, for promoting embolization, concerto detachable coil system (per site reporter) will obtain.